Event description:
Boston scientific was informed that during the endoscopic retrograde cholangiopancreatography procedure (ercp), they put the hydratome rx sphincterotome down the duodenum to the ampullary orifice, the dr asked to bow the cannula and it would not bow. They brought the cannula out of the scope to determine that the wire had become disengaged from the tip of the tome. They used another of the same device to complete the case with no complications to the pt.